Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-33, lot# va0b23z, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that for several months now they have had a little problem. The patient stated her husband said for a year now she has had trouble with getting her stimulator to operate correctly for symptoms. Patient stated she had her stimulator implanted to help with her bladder but stated it seems to have messed up her colon; has feces that come right out. Patient stated she went to see their doctor and stated the healthcare provider (hcp)'s nurse showed them how to use the device and stated they have been using it but it did not help. Patient stated it was doing the same thing that it did when they went over to see the nurse; they were all different programs and made adjustments on each program but stated it was just very hard to find the best setting. Patient confirmed stimulator was not helping with symptoms she was implanted for. Patient further stated they tried each program for about a week. Patient stated she did not know event date and stated she went to see the doctor after two months. Patient additionally stated it was like the stimulator landed on her colon and made the feces slide out of her colon. Patient stated they changed settings and there is nothing they can do. Patient stated all the time she has to wear 2 or 3 pads and liners. Patient confirmed no fall. Patient later reported there were constant changing of the wire's location. They went to the doctor and it 'seemed to be much better now.' The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they only stayed at home but when they did go out they had to take a lot of stuff to change to. It was reported that their last visit to their physician they decided to 'do something else' which will occur on (B)(6). No further complications reported/anticipated.